Event description:
Pt presented to office with knee pain and loss of flexion. At time of surgery, both meniscal bearings are severely worn and broken; patella also worn. Required replacement of bearings and patella.